Manufacturer narrative:
A review of the manufacturing documentation for sc-2408-56 (serial number: (B)(4)) and sc-2408-56 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead revision procedure because she was not receiving adequate coverage. During the procedure, one lead was explanted and a new lead was implanted.

Manufacturer narrative:
Additional information was received that the patient is doing well postoperatively. All explanted items were discarded by the hospital. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional suspect medical device component involved in the event: model: sc-2408-56 serial/lot: (B)(4) description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient underwent a lead revision procedure because she was not receiving adequate coverage. During the procedure, one lead was explanted and a new lead was implanted.

Event description:
A report was received that the patient underwent a lead revision procedure because she was not receiving adequate coverage. During the procedure, one lead was explanted and a new lead was implanted.